Event description:
The customer reported the subject device broke during a bronchoscopy. While the physician was inserting 60cc syringe (model and serial unknown) into the biopsy valve when a c-shaped piece of plastic broke off into the patient's left lung and was unable to be retrieved. The customer stated it's unknown if the subject device was inspected prior to the procedure. The intended procedure, a bronchoscopy with washing, was completed. There was no procedural delay. The broken piece was too small to locate and it remains in the patient's left lung. The patient was discharged after the procedure and has not had any complications. The patient is being monitored and has not received any additional treatment.